Event description:
Add'l info rec'd from MFR 2/24/05: the lot number of the device was not reported. MFR has not submitted a medwatch report for this event. The voluntary medwatch reports indicate the malfunction of the screwdriver did not result in an adverse event. MFR has concluded that the event is not reportable.

Event description:
While attempting to remove a screw from pt's knee, screw driver tip broke off, unable to remove piece from bone.